Manufacturer narrative:
Date sent to the FDA: 03/04/2011. (B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2011. During the procedure, the drive coupler was out of position. The procedure was finished with the same device with some force to hold the hand piece in position. There were no adverse pt consequences.